Event description:
It was reported that device and lead were explanted due to patient becoming bradycardic. After implant, intervention was required due to patient's symptoms and device was explanted the same day. When symptoms persisted, physician decided to remove lead the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. No anomalies were found. (B)(4).